Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl due to needing settings adjustments. The customer felt dizzy and lightheaded. Low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.